Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels due to eating food. The customer's blood glucose reading was 431 mg/dl. The customer also reported receiving a change sensor alert. Customer removed the sensor and found a bent cannula. Customer performed sensor troubleshooting. Customer declined high blood glucose troubleshooting. Customer's sensors were replaced but nothing was returned for analysis.